Manufacturer narrative:
Product ID: 8840, product type: programmer. Physician product ID: 8840, product type: programmer.

Manufacturer narrative:
Concomitant medical products: product ID 8711, serial# (B)(4), implanted: (B)(6) 2004, product type: catheter. (B)(4).

Event description:
It was reported that because of ¿mobility issues¿ in 2012 the patient fell and hit their head on the tile floor. The patient ended up with a ¿subdermal¿ hematoma and required brain surgery. The healthcare professional (hcp) ¿didn¿t want to deal with a morphine pump¿ and emptied the pump during surgery but did not turn the pump off. Since the surgery (B)(6) 2012 the pump ¿continued to alarm for 3 minutes at the top of every hour 24-7.¿ the patient was trying to find someone who could reprogram the morphine pump. The pump was used to infuse baclofen (unknown) and morphine (unknown). No outcome was reported for this event. Follow up was being conducted to obtain this information. If additional information is received, a follow up report will be sent.